Event description:
Her mother did have blister burns [burns second degree]. Burns on her neck [thermal burn]. Her mother said that her skin feels raw [skin disorder]. Case description: this is a spontaneous report from a non-contactable consumer on behalf of her mother. A female consumer of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain). Route, dates and indication were unspecified. Relevant medical history and concomitant medications were not reported. The reporter stated her mother applied the heatwrap and experienced burns on her neck, her mother said that her skin feels raw, and her mother did have blister burns on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the events was unknown. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
This investigation was conducted for an unknown lot number m&j product. This investigation was conducted for an unknown lot number m&j product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received.

Event description:
Event verbatim [preferred term]. Her mother did have blister burns/burns on her neck [burns second degree], her mother said that her skin feels raw [skin disorder]. Narrative: this is a spontaneous report from a non-contactable consumer on behalf of her mother. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain). Route, dates and indication were unspecified. Relevant medical history and concomitant medications were not reported. The reporter stated her mother applied the heatwrap and experienced burns on her neck, her mother said that her skin feels raw, and her mother did have blister burns on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the events was unknown. According to product quality complaints, this investigation was conducted for an unknown lot number m&j product. This investigation was conducted for an unknown lot number m&j product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received. No follow-up attempts are possible. No further information is expected. Follow up (16jul2020): new information received from product quality complaints included investigation result. No follow-up attempts are possible. No further information is expected.